Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, clip delivery system (x2). The mitraclip clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: curving the cds shaft more than 90 degrees. The complaint device was returned and the reported difficulty opening the clip and clip jumpiness were confirmed via returned product analysis. The difficulty retracting the clip could not be replicated in a testing environment as it was based on procedural conditions. In an effort to determine a cause for the clip actuation issues, the device inner components were examined. The actuator coupler was noted to be bent 2.2 degrees, approximately 2.9 mm proximal to the distal end of the coupler. The actuator mandrel was also bent approximately 75 degrees, 6.2cm proximal to the distal end of the coupler. The clip was installed on a proxy shorty catheter with a proxy actuator coupler (therefore straight) to simulate actuation of the clip; the clip was found to open and invert smoothly. In this case, based on the analysis findings, the reported difficulty opening the clip and jumpiness were likely attributed to the bend in the actuator coupler. During actuation, the clip assembly travels up and down the actuator coupler, so if the coupler bends, actuation may be difficult to impossible. This interaction likely resulted in the scratching on the surface of the coupler, because the clip no longer has a straight path to travel over during actuation, causing the inner components to interfere with one another. Additional attempts to then open the clip at this point can put a compressive load on the actuator mandrel and also cause it to bend as a result. Bends in the mandrel would affect the responsiveness of the delivery catheter shaft and cause it to curve more than usual, as noted during the returned device analysis. It was noted that after the user experienced the difficulty opening the clip, the sleeve was curved more than 90 degrees while the physician turning the cds m steering knob as the device was being retracting the clip from the ventricle to the atrium. Therefore, this may have exacerbated the bend in the actuator mandrel. The scratching on the surface of the coupler and bend in the mandrel appear to be symptoms of the difficulty opening the clip and not related to the cause the reported difficulties. It should be noted that in the mitraclip system instructions for use cautions: do not deflect the sleeve more than 90 degrees of tip deflection with the sleeve knobs. Potential causes for bends in the coupler, resulting in difficulty opening the clip and jumpiness are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and all components actuated as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database indicated there had been no similar incidents reported for clip difficult to open, jumpiness or difficulties during retraction of the device from this lot. The user reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient conditions, procedural conditions and/or user technique, bends in the coupler, and thus difficulty in opening the clip, may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. The information provided in the case details stated that the guide was set to neutral and there was no resistance noted during advancement of the cds. This suggests that the steps were performed according to the instructions for use during cds insertion and positioning. In this case, it is possible that there were unidentified procedural interactions which caused more tension on the devices (e.g. Due to the anatomy) and resulted in the bent coupler, and thus difficulty opening the clip, however, this cannot be confirmed. Although the difficulty opening the clip and jumpiness were likely attributed to the bend in the coupler, a definitive cause for how and when the coupler became bent could not be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. Reportedly, when the clip was attempted to be retracted back to the left atrium, a lot of tension was felt and the fluoroscopy image showed the clip was stuck in the chordae tendineae of the posteromedial papillary muscle. The clip caught in chordae may be influenced by morphology of the mitral valve, difficulties visualizing the clip during placement, excessive force or range of rotation of translation while manipulating the devices, inability to invert clip prior to retracting it through the valve, or the clip being unable to open or unlock after becoming entangled. In this case, it was confirmed that the clip was fully closed prior to retracting the device. Therefore, the chordal entanglement was likely due to procedural conditions resulting in an interaction between the clip and the chordae, and thus difficulty retracting the device. After the clip was removed from the chordae and retracted into the left atrium, the mitral regurgitation grade increased to 3-4 due to a ruptured chordae. The reported patient effects of vascular trauma (tissue damage/ruptured chordae) and worsening mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received indicated that the steerable guide catheter was set in the neutral position during the insertion of the clip delivery system (cds) and there was no resistance during the advancement of the cds. Prior to the clip becoming caught in the chordae, the clip was fully closed and the cds shaft was retracted against the tip of the sleeve. The heart was dilated and considered a challenging anatomical condition. No additional information provided.

Event description:
It was reported that during a mitraclip procedure, after two clips were successfully implanted, the degenerative mitral regurgitation (mr) was reduced from 3-4 to 1. The residual mr was medial to the centrally placed clip. The physician decided to place a third clip medial to the two implanted clips. The preparation of the third clip was performed without difficulty. After the insertion of the clip and orienting it perpendicular to the line of coaptation, the clip was closed, the cds shaft was translated to release the stored torque and the devices was steered down to the ventricle. After unlocking the clip, the clip only opened to 60 degrees. When the clip was attempted to be opened further, the clip jumped into the inverted position. When the clip was attempted to be retracted back to the left atrium, a lot of tension was felt. The fluoroscopy image showed the clip was stuck in the chordae tendineae of the posteromedial papillary muscle. While the physician was attempting to retract the clip from the left ventricle, the cds steering m knob was used and the cds shaft curved more than 90 degrees. After the clip was removed from the chordae and retracted into the left atrium, the mr grade increased to 3-4 due to a ruptured chordae. The device was removed from the anatomy. Another clip delivery system was used, but due to the ruptured chordae, the clip could not be successfully placed. The device was retracted back into the steerable guide catheter and the mitraclip system was removed. The patient was taken to surgery. Due to the hospital's patient privacy policy, the status of the patient post procedure will not be provided. No additional information was provided.